Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end electrode breaking was wrong handling by the customer. The customer reprocessed and used this single-use electrode repeatedly. As a result, the loop at the distal end of the electrode may wear out during use and may break, burn or melt. Furthermore, the repeated reprocessing and use of a single-use electrode may lead to contamination. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, therefore the complaint could not be confirmed. The device was discarded by the customer after the event was discovered. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the wire at distal end of the electrode was broken. The issue was found during transurethral resection of the prostate (turp) procedure, which was completed with a similar device without report of delay. There were no reports of patient harm. The field service engineer reported that the customer reprocessed the electrode and used it in more than one procedure.